Manufacturer narrative:
Reference: mohamed hany, ahmed zidan, mohamed ibrahim, ahmed sabry, ann samy shafq agayby, mohamed mourad, bart torensma 2024, revisional one-step bariatric surgical techniques after unsuccessful laparoscopic gastric band: a retrospective cohort study with 2-year follow-up, obesity surgery (2024) 34:814¿829 https://doi.org/10.1007/s11695-023-07039-7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a literature source of retrospective study performed between 2008 and 2019, which compared the outcomes of one-step revisional roux-en-y gastric bypass (rrygb), one-anastomosis gastric bypass (roagb), or laparoscopic sleeve gastrectomy (rlsg) after laparoscopic gastric band surgery. A barbed suture was used for crura repair during hiatal hernia repair and to close the mesenteric defect sides at the jejuno-jejunostomy and petersen¿s space. The final analysis included 102, 80, and 70 patients in the rrygb, roagb, and rlsg cohorts. Complications included one internal hernia in the rygb group that was resolved with reoperation.